Event description:
The pt was implanted with a left ventricular assist device (lvad). Information received by the manufacture through device tracking indicated that the pt received a pump exchange on (B)(6) 2012. The reason for the pump exchange was indicated on the device tracking form as "suspected defective". The manufacturer is attempting to obtain additional information from the hospital regarding the event.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.